Event description:
It was reported that during a knee replacement surgery the insert couldn't be implanted and this caused a 1 hour delay 1 hour. The tested 9mm insert was replaced by a 11mm insert.

Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned insert indicated material deformation on the anterior surface. Similar deformation was visible on the inferior surface of the insert, particularly around the posterior locking mechanism. These damaged surfaces indicate the part was impacted several times during attempted implantation/removal. Exact reason why insert could not be implanted could not be determined. No material or manufacturing deviations were observed as a result of this investigation. A dimensional inspection was  attempted; the damage/deformation at several features of the device would not allow for accurate measurement. The features that could be measured were within specification. The clinical/medical team concluded, no patient harm or injury was sustained as a result of this device related incident, aside from the extended surgery time of approximately 1 hour, and the procedure was completed using a back-up. No further medical assessment is warranted based on the information provided. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part revealed no prior complaints for the listed batch. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.